Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump when filling the reservoir. The customer had a blood glucose level was 250 mg/dl at the time of the incident. The customer did not return the product back for analysis. The customer was advised to change their reservoir.